Event description:
It was reported that the loop recorder device was oversensing and undersensing, and detected false asystole episodes due to dropout of signal. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.